Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the area around this product was swollen and felt tight possibly due to a patient infection. The device system remains in service. There was no other report of adverse patient effects.